Event description:
Connection issue: it was not possible to insert the lead connector into the pacemaker port during the implantation attempt. The physician checked the screw and he realized that the screw was bent / twisted. Finally the physician implanted another pacemaker without any difficulties.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Analysis is pending.